Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, it could not be deployed after closing. It was reported that the clip was forcibly pulled out and the was fractured. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip could not be deployed. The returned resolution clip device was analyzed, and a visual evaluation noted that the device returned without its over sheath and without the clip assembly. It was also noted that the device has evidence of premature deployment. Microscopic examination was performed, and the it was found that the bushing has hits, and the catheter was unraveled at the distal end. A dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. The device returned without the clip assembly and with evidence of premature deployment. It is important to mention that the presence of this component is very important to the investigation, this because the event reported is directly related to this piece, and to get a clarification of which could be the reason of the problem faced by the physician, this component must be inspected. Additionally, it is important to take in consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification. Excluding the possibility that the components dimensions interfered with the device performance. The condition of the catheter being unraveled at the distal end could have been caused by operational factors such as the insertion or removal technique from the scope or a possible sheath removal. The analyzed condition of the yoke being attached to the control wire, could be caused due to operational factors during the procedure such as trying to open the clip once it was already activated, however, this is only a hypothesis. The investigation also found that the bushing has hits marks and this probably in the interaction between the yoke and the capsule, in order to make the deploy of the clip. Based on the available information, product analysis of the returned device and product record review did not identify any evidence of either the alleged issue(s) or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A product labeling review identified that the device was not used per the instructions for use (IFU)/product label. The IFU states, "do not forcibly pull back on a clip that is deployed and has not detached from the coil. This will tear the tissue and likely result in severe bleeding. A wire-cutter should be available on the endoscopy cart and be used to cut the coil where it exits the endoscope. The endoscope can then be removed leaving the clip and coil intact. The patient will require urgent surgery to remove the imbedded clip from the tissue.".

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, it could not be deployed after closing. It was reported that the clip was forcibly pulled out and the was fractured. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.